Manufacturer narrative:
Bayer r & I service performed an injector check and found the injector to be performing to specifications. The disposables involved at the time of the reported event were discarded. The lot number used at the time of the event could not be confirmed. The site declined additional applications training. The site continues to use the injector after the reported event - no further issues were reported.

Event description:
The site reported the following: a (B)(6) year old male outpatient underwent a CT scan of the abdomen and pelvis with IV contrast. The pt was discharged to home. Post procedure, the radiologist read the exam and noted that the pt had an air embolism in the right ventricle of the heart. The site reported that the CT scan was completed without event and the pt exhibited no symptoms at the time the CT scan was completed. The pt was called back to the emergency department where he was placed on his left side. It was reported that an echocardiogram was performed. The pt remained in the emergency department until the air was completely dissipated. He was later discharged to home.